Manufacturer narrative:
The device was received for evaluation. The reported complaint of leakage was confirmed. When the syringe was disconnected from the device a stick down condition and torn seal use was observed. The internal diameter for the returned mating device was found with specification. Subsequent disassembly revealed that the seal was torn which is due to the access with an incompatible mating device. The probable cause of b3300 clave neutral connector damage and seal stick down and subsequent leakage is typical of access with an incompatible mating device during use. The directions for use states: connectors are compatible with iso male luers having an internal diameter between 0.062¿ and 0.110¿. Lot history review was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a microclave® neutral connector where the customer reported that fluid was leaking around the syringe tubing set with product malfunction, failure mode nb01. The event occurred while in use with a patient, but no harm was caused.